Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, it was received with intermittent button response due to flattened down button dome switch. The device was monitored for several hours and no button error alarm was noted. It also had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 333 mg/dl; treated with the insulin pump. The customer did not recall any significant events leading to the alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.